Event description:
It is alleged that during a surgical case this console 'blew a fuse' which in turn blew additional fuses in the operating room. No injuries. The hosp had a back up generator and the power in the operating room came back within 1 minute. No additional delays and the surgery was completed as expected. There is no information explaining how this may have occurred. We have asked for and waiting for all information regarding this event.